Manufacturer narrative:
No information provided by customer. Device not returned. Device was not returned by customer; no lot number was provided. Evaluation was not possible. Device manufacture date could not be determined. Patient's age and skin condition were not specified. Skin type (eg, fragile skin) can affect product removal. The product packaging contains a website address (B)(4) which provides tips on removal of bandage from the skin. End of report.

Event description:
A female customer applied topical mupirocin to a cut on her left wrist and covered the site with a nexcaretm waterproof bandage on (B)(6) 2017 prior to swimming. The woman removed the bandage the next morning. The woman alleged that she removed skin with the bandage; she alleged her wrist was red and stinging. The woman went to an urgent care clinic; topical hydrocortisone was prescribed. The woman went to a hospital emergency room a few days later where she was told to stop using hydrocortisone, to apply mupirocin, and to leave the area uncovered. On (B)(6) the woman went to her regular doctor and was told to apply mupirocin and cover the area. By (B)(6) the woman stated that the area was improving.